Event description:
It was reported that a thrombus occurred post procedure. A watchman laa closure device was successfully implanted during a laa closure procedure six months ago. On (B)(6) 2018, the patient came back to the hospital because they had experienced an embolus in their hand. At this time they also revealed that the patient had a clot on the head of the watchman closure device. The patient was currently on plavix and aspirin. The thrombus was treated by thrombectomy and the patient was put back on eliquis. No further patient complications were reported.

Manufacturer narrative:
Bsc aware date was initially reported as (B)(6) 2018 however it had been update to 08/02/2018.

Event description:
It was reported that a thrombus occurred post procedure. A watchman laa closure device was successfully implanted during a laa closure procedure six months ago. On (B)(6) 2018, the patient came back to the hospital because they had experienced an embolus in their hand. At this time they also revealed that the patient had a clot on the head of the watchman closure device. The patient was currently on plavix and aspirin. The thrombus was treated by thrombectomy and the patient was put back on eliquis. No further patient complications were reported. It was further reported that the patient is recovering nicely and they have gained back use of their arm where the clot was located.